Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they went to emergency room due to low blood glucose level of 56 mg/dl on (B)(6) 2020. Customer was treated with intravenous glucose and little tube of glucose. Customer went to emergency room due to low blood glucose level of 42 mg/dl in past. Customer did not allege insulin pump for over delivering. Customer was hospitalized for 6 hours. Customer was using auto mode at the time of event. The insulin pump will not be returned for analysis.